Manufacturer narrative:
(B)(4). The insulin pump was received with detach end cap. Unable to perform functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomalies due to detach end cap. Pump was received with minor scratched lcd window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump experienced a prime/fill anomaly. The customer¿s blood glucose at the time of the incident was unknown. It is not stated whether or not troubleshooting was performed. No information about the drive support cap is given. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with detach end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomalies due to detach end cap. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.